Event description:
It was reported the patient started experiencing pain in the left knee about 18 months post implantation. The patient was referred to imaging and the x-ray showed mis-alignment. Patient was revised successfully. No additional information available.

Manufacturer narrative:
(B)(4). G2: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products. Unknown femoral lot# unk.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a left knee arthroplasty is present with knee varus alignment. There is abnormal medial downsloping of the tibial implant which appears subsided medially and there is radiolucency along the lateral tibial tray which appears elevated. The implant may be loose. Femoral implant fit and implant position is unremarkable. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional associated products: unk knee femoral lot# unk. Unk knee bearing lot# unk.

Event description:
No further event information available at the time of this report.